Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Patient weight was not provided by reporter. Additional device product code hwc. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail (tfn) system was implanted on (B)(6) 2015 and was explanted on (B)(6) 2015 because it was noted that the helical blade had postoperatively "cut out" of the patient's femoral head. The reporter explained that the patient was weight-bearing and this may have contributed to the helical blade cutting out proximal to the femur. The patient underwent revision surgery to remove the tfn system and undergo a hemiarthroplasty to replace the femoral head and neck. It was reported that the tfn system was removed with no issues. There were surgical delays, no additional medical intervention required or any additional patient harm. There was no information available concerning the patient's pre and post-operative condition. It was noted six weeks after surgery that the patient may be osteoporotic but this condition has not been confirmed. There is no report of malunion or non-union of the fracture site. This report is 2 of 2 for (B)(4).